Event description:
It was reported the patient suffered a pelvic fracture about 30 years ago and it was fixed with an unknown plate and screws. The patient underwent an initial hip procedure on (B)(6) 2014 and the surgeon decided to leave the plates and screws in the patient's hip. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation. The same surgeon believes the way the cup is sitting as a result of these plates and screws could be attributing to the dislocation. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08388 /-08389).